Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed downstream occlusion testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was not reproduced. The device was tested for downstream occlusion and was able to properly detect a downstream occlusion. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the evaluator found the force sensor out of calibration which is a known contributor to false downstream occlusion alarms. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.